Manufacturer narrative:
Date of report : 30jan2019, date rec¿d by MFR : 22jan2019. The gas delivery system (gds) assembly was received at philips for failure investigation. The gds assembly was tested and the reported condition was verified. The root cause was isolated to a defective component on the air flow sensor printed circuit board assembly which created the air flow accuracy test to fail and the low leak-co2 rebreathing risk (e/c 1203). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had no tidal volume. It was reported that the device was in use on a patient at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.

Event description:
The customer reported that the ventilator had no tidal volume. It was reported that the device was in use on a patient at the time of the event. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 04oct2018. Philip's field service engineer (fse) evaluated the device and verified the reported symptom. The ventilator failed the air and oxygen (o2) reading. The fse replaced the air and o2 sensors to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.